Manufacturer narrative:
Photos of the device were reviewed; however, the reported failure could not be confirmed. Root cause could not be determined. All information reasonably known as of 04 oct 2020 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Manufacturer narrative:
The device history record for lot 30014086 was reviewed and the product was produced according to product specifications. All information reasonably known as of 30 jul 2020 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical inc. Complaint database and identified as complaint comp(B)(4).

Event description:
It was reported that the endotracheal tube was inserted (B)(6) 2020 without problems. On (B)(6) 2020, a foreign material was seen via x-ray at the right bronchus. On (B)(6) 2020, the foreign material was collected from the patient's throat with laryngoscope; the material appeared to be a 3cm piece of catheter that was used on (B)(6) 2020 and "looked like it was cut with some sharp instrument." Additional information received 27-jul-2020 indicated the patient's current health status was "stable." There was no adverse event and no surgical treatment performed. The patient was intubated right after birth on (B)(6) 2020. When he was intubated, the endotracheal tube was cut to adjust the length. It was confirmed that the mac [multi-access] catheter was removed from the endotracheal tube while cutting. On (B)(6) 2020, the physician found a foreign object around the tracheal bifurcation to the right bronchus. The physician decided not to remove the object until the patient's weight increased to 2000g. On (B)(6) 2020, the physician found the foreign object while using pharyngoscope and removed it. Additional information has been requested but not yet received.